Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor froze up. The device was not changed out and the user finished manually. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.